Event description:
It was reported the lens was removed and replaced without complication, due to the improper iol power initially implanted.

Manufacturer narrative:
The iol diopter was measured and is correct as labeled. The result of our analysis reasonably suggests this event is not manufacturing related.